Event description:
The event involved a plum set where it was stated that a slow leak of chemotherapy drugs was noted through the vent hole while making rounds on patient at 22:25. The chemotherapy did not drip onto the patient and was replaced with a new set. There was patient involvement, however no report of harm.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.